Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handle is not locking tight.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 228 reports that the broach handle is not locking tight. The device associated with this report was not returned. A two-year search of the complaint database found similar reports attributed to misuse and wear; damage to the cam component. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. It is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. If these orientation features are not aligned properly, the cam will lock incorrectly onto the broach. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.